Manufacturer narrative:
The rt206 is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt206 adult inspiratory heated breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was open circuit due to a break in the connection between the heater wire and the heater wire pin, which crimps to the heater wire. A lot check revealed no other complaints for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that they found an rt206 adult inspiratory heated breathing circuit to be open circuit before use on a patient.